Event description:
It was reported that at follow-up, high capture thresholds and low r-waves were observed. Fluoroscopy showed that the lead dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.